Event description:
The pt was feeling ill so pt performed a blood glucose test on the suspect device and obtained a result of 85 mg/dl. Pt became very weak and called 911. Pt was taken to the hosp and a lab result was 21 mg/dl. Pt was treated with IV's and released six hours later. Pt was taking insulin based upon the suspect device readings.